Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the controller alarms was battery failure (open fuse). The cause of battery failure was not investigated. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had an automated impella controller (aic) battery failure observed by the impella connect team at installation failure. There was no patient use and no harm or injury. The team utilized a backup console.